Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified and tortuous left anterior descending (lad) artery. Pre-dilatation was performed using a 2.5 x 20 mm trek dilatation catheter. An attempt was made to advance the 2.5 x 33 mm xience alpine stent delivery system; however, difficulty was noted crossing the lesion. The stent moved on the delivery system balloon and the stent struts flared. The stent delivery system was removed, with the stent remaining on the delivery system balloon. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. The reported device dislodged or dislocated could not be confirmed; however, it is possible that the reported material deformation was perceived as stent movement. The reported failure to advance could not be tested as it was based on operational context. Additionally, the hypotube was noted to be bent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported failure to advance and material deformation appear to be related to the operational context of the procedure; however, a conclusive cause for the reported device dislodged or dislocated could not be determined. In this case, it is likely that the stent delivery system interacted with the patients moderate calcified, moderate tortuous, and 85% stenosed lesion during advancement, as resistance was noted, resulting in the reported failure to advance. Manipulation of the device during its interaction with the anatomy likely resulted in the reported material deformation and noted bent hypotube. Additionally, the reported stent dislodgement was unable to be confirmed by analysis, it is possible that the stent damage was perceived as stent movement on the balloon; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na